Manufacturer narrative:
(B)(4).

Event description:
Procedure type: ileocolectomy/partial liver resection. According to the reporter: the surgeon closed the device over the mesentery. The device did not staple properly or open while on tissue. Reload had to be cut off tissue on patient side in order to remove it. Cautery was used on tissue where the reload was cut off. Some additional bleeding occurred due to cutting device from tissue. There was no delay in operating time.